Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: gynecological surgery. 2017; 14: 26. Doi: 10.1186/s10397-017-1030-4. (B)(4).

Event description:
It was reported via journal article: title: "incidence and predictors of failed second generation endometrial ablation." Authors: jordan klebanoff, gretchen e. Makai, nima r. Patel and matthew k. Hoffman. Citation: gynecological surgery. 2017; 14: 26. Doi: 10.1186/s10397-017-1030-4. The need for any treatment following an endometrial ablation is frequently cited as ¿failed therapy,¿ with the two most common secondary interventions being repeat ablation and hysterectomy. Since second-generation devices have become standard of care, no large cohort study has assessed treatment outcomes with regard to only these newer devices. The authors sought to determine the incidence and predictors of failed second-generation endometrial ablation, defined as the need for surgical re-intervention. The authors performed a retrospective cohort study at a single academic-affiliated hospital. A total of 5936 subjects underwent second-generation endometrial ablation for benign indications. Second-generation devices utilized during the study period included the radiofrequency ablation device (rfa; 3757 patients), hydrothermal ablation device (hta; 1848 patients), and the uterine balloon ablation system (uba; 331 patients). Gynecare thermachoice (ethicon) was used for the uba procedure. In the uba group, reported complications included failed therapy (n-47) which required surgical re-intervention (hysterectomy or repeat endometrial ablation). The authors concluded that the use of second-generation endometrial ablation in the community is successful for over 80% of women. Providers should consider a patient¿s age, race, and their own device preference at the time of endometrial ablation when counseling patients regarding likelihood of re-intervention.